Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy since 23:30 last night in an arctic sun device. Twice today targeted temperature (tt) was dropped below 20c. Nurse replaced esophageal probe and swapped out pads before calling in. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 17.5c, water flow rate (wfr) was 1 l/m, rectal temperature 32.6c esophageal probe was running therapy, brand new and placement has been verified. Rectal temperature connected to space labs. Had them flex cable and no patient temperature (pt) fluctuations noted. Nurse confirms since esophageal probe swapped outpatient temperature (pt) had been steady. Had them read graph and confirmed steady patient temperature (pt) and confirm that when patient temperature (pt) was spiked the water temperature (wt) was responded appropriately. Noted if therapy was being run by esophageal probe to continue to monitor that temperature. No alerts or alarms. Call back with any patient temperature (pt) was fluctuations, questions or concerns.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Current controls in place to mitigate this failure include manufacturing procedure / inspection, drawing, leak test, visual aid, and flow rate test. The labeling is found to be adequate. The baw is attached to the investigation overview element. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy since 23:30 last night in an arctic sun device. Twice today targeted temperature (tt) was dropped below 20c. Nurse replaced esophageal probe and swapped out pads before calling in. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 17.5c, water flow rate (wfr) was 1 l/m, rectal temperature 32.6c esophageal probe was running therapy, brand new and placement has been verified. Rectal temperature connected to space labs. Had them flex cable and no patient temperature (pt) fluctuations noted. Nurse confirms since esophageal probe swapped out patient temperature (pt) had been steady. Had them read graph and confirmed steady patient temperature (pt) and confirm that when patient temperature (pt) was spiked the water temperature (wt) was responded appropriately. Noted if therapy was being run by esophageal probe to continue to monitor that temperature. No alerts or alarms. Call back with any patient temperature (pt) was fluctuations, questions or concerns.